Event description:
It was reported to philips that the system failed to expose x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. Customer was instructed to restart the system to continue the procedure. A philips field service engineer (fse) examined the system onsite and confirmed that the device failed to expose during cerebral angiography. Customer restarted the system and device was back to normal use. Fse performed the visual inspection, there was no malfunction found. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. Customer was instructed to restart the system to continue the procedure. A philips field service engineer (fse) examined the system onsite and confirmed that the device failed to expose during cerebral angiography. Customer restarted the system and device was back to normal use. Fse performed the visual inspection, there was no malfunction found. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.